Event description:
According to the rptr: when the surgeon went to fire the eea stapler, the stapler head and body separated. The surgeon attempted to take the head piece of the stapler from the anus but was unable to reach it. Therefore, he had to convert to open to retrieve the head piece of the stapler. The surgeon attempted to fire the stapler a second time and it was only then that the stapler fired properly and it came out in one piece. Medical intervention was required since they had to convert to open. The eea stapled but didn't completely cut. So the anvil was still stuck at the anastomosis. We reattached the stapler, reclosed it and re-fired it and then it fired properly.

Manufacturer narrative:
(B)(4).